Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated and a new issue was observed. Visual inspection on the returned meter and no issues were observed. The meter turned on with button depression and with strip insertion. A blank screen was not observed however, the meter was unable to download data. Meter was sent for further investigation. Extended investigation has determined the cause of the complaint to be a faulty microcontroller unit (mcu), which drew excessive current and overheated when connected to a personal computer (pc) via the universal serial bus (usb) port. The meter did power on with batteries, but was unable to power on with usb connection. The microcontroller (mcu) acts as a communication interface between the meter and the pc therefore, the faulty mcu chip would not allow the meter to power on with the usb.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.